Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 1. The drain volume was 2423 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The evaluation performed found no failure or malfunction that could have caused or contributed to the increased intraperitoneal volume (iipv) identified in the device logs. The root cause for iipv identified in the device logs was determined to be insufficient drain-inappropriately programmed initial drain alarm setting. The current labeling for the homechoice/homechoice pro systems trainer's guide was found to be sufficient. Review of the service dates and activities revealed the previous return of the device was not for the reported difficulty of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA investigation (B)(4).